Event description:
Boston scientific received information that this pacemaker was replaced following a syncopal episode. During the explant procedure visual inspection noted that the device header was detached. The patient reported that four years earlier they had fell 13 feet (4 meters) resulting in bone fractures.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the header was loose from the device case. A review of the daily measurements noted that all historical measurements were stable. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Analysis determined that the damage observed was induced as part of the explant procedure.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.